Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer of olympus that it was found something like water stain at the tip of the insertion part of the subject device when it was conducted the periodic inspection at the user facility. This indicated that the user may have used the poor reprocessing subject device for next procedure. The user uses an olympus automated endoscope reprocessor model oer-4 after brushing. In addition, the user also informed and concerned as followings; since there were no abnormalities with other endoscopes, it was said that there was no problem with brushing and cleaning procedures. The user concerned that the owned connecting tubes (maj-1500, maj-1503, maj-1971) connected to the washer may be related to this phenomenon that they float during cleaning. There was no abnormality in the appearance of the tube during cleaning, but it floated during cleaning. There was concern that the connecting tube may have become shorter due to deterioration of direct sunlight, the claws of the cleaning tube may have become worse, or there may have been some initial failure. There was no report of patient injury associated with the event. (This report is for the endoscope (gif-2tq260m), which was used in combination.)

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the end, the subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] it was not possible to identify the cause of the appearance of like water stain at the tip of the insertion part (detailed position unknown)of the subject device, but it was probable that it was accidentally reprocessed. If additional information becomes available, this report will be supplemented. (This report is for the endoscope (gif-2tq260m), which was used in combination.)